Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine pulse generator changeout. During procedure, the right ventricular lead exhibited loss of capture and was capped and replaced. The patient was good before, during, and after the procedure.